Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose while on the ilet after substituting novolin n for fast-acting insulin due to running out of rapid-acting insulin; the healthcare provider instructed the user to discontinue ilet use and plans to factory reset and restart the system after obtaining fast-acting insulin, with reported average blood glucose of 219 mg/dl. Symptoms included hyperglycemia. Outcomes included no hospitalization and no device alerts or alarms. Investigation included troubleshooting and user education by the healthcare provider. Investigation of this case revealed that the event was associated with use of an inappropriate insulin type rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error related to incorrect insulin type and cause unclear for the hyperglycemia classification.